Manufacturer narrative:
Product ID: 3487a, lot: l36376, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s 4th implantable neurostimulator (ins) only lasted a year to the day. The patient didn¿t have the settings that high. It just would not last. They had tried a bigger unit but it only lasted a year to the day. The patient had the ins replaced. It was noted that the patient had 38 total surgeries in her lifetime. The patient felt she was ready to be taken out and shot, and anyone who had 38 surgeries should be shot. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.